Manufacturer narrative:
.

Event description:
It was reported that the patient has experienced an increase in seizures. The patient was referred for prophylactic generator replacement. Although surgery is likely, it has not occurred to date. Additional information was received from the physician but no further information has been received to date.

Event description:
On (B)(6) 2015 it was reported that the patient underwent a prophylactic generator replacement on (B)(6) 2015. The hospital discarded the generator and therefore it could not be returned for product analysis.